Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being used in the anesthesia department. The catheter would not allow the pressure line to be screwed in and the patient bled. No medical intervention was required due to the bleeding that occurred. But as a result, the catheter was exchanged for a new one which was used successfully. They do not know if this caused a delay in treatment and there was no patient death or complications reported.